Event description:
The customer returned the gastrointestinal videoscope which is an olympus asset with no reported complaint. During the evaluation, white foreign material in the air/water tube and cylinder was observed. The service repair technician indicated the most likely cause was due to using products that contained silicone. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the use of products that contain silicone can cause deposits of white foreign material. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.